Event description:
On july 7, 2008 the lay user/pt contacted lifescan (lsc) alleging that a one touch fasttake meter had a battery indicator issue. The complaint was classified based on the customer service rep (csr) documentation since medical affairs specialist was unable to contact the pt to obtain additional info. In the beginning of approx two months before, the pt claimed that she replaced the batteries on the subject meter and reportedly "kept on getting the battery indicator message and meter would not switch on." The pt claimed that she was not tested on any other device for the past two months and had no means of monitoring her blood glucose. As a result of the alleged meter issue, the pt reportedly took no actions towards her diabetes routine. At an unspecified time after the reported issue, the pt mentioned that she developed symptoms of "thirsty and frequent urination". The pt report that she went to see her doctor for check up and was informed that her blood sugar has increased during the past two months. It is unknown when the pt visited her health care professional and whether she was treated for the reportedly high blood glucose. This was not a new out of box product. The pt changed the battery per the owner's manual and there was no meter trauma. The patient's products are being replaced. This complaint is being reported due to the following conclusions: the alleged issue was not resolved with troubleshooting. The patient's reported symptom of "thirst and frequent urination" can be associated with hyperglycemia and it reportedly developed after the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.